Event description:
It was reported to boston scientific corporation that during an anterior repair procedure, using an uphold lite vaginal support system, as the physician was trying to throw the first leg assembly through the patient's right sacrospinous ligament, the needle detached. Reportedly, the detached needle was captured inside the capio cage. The physician completed the procedure with another uphold lite vaginal support system with no complications to the patient, who was fine at the conclusion of the procedure.

Manufacturer narrative:
(B)(4).